Manufacturer narrative:
Correction to g3: on 13 apr 2025, baxter product identified the correct aware date to be 25 feb 2025. Additional information was added to h6 and h11: h11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused during infusion. The event history log of the device showed that it was programmed to infuse 115ml of potassium chloride at a rate of 100ml/hr. The pump delivered 85 ml, however, it ran again for 1hr, 7 minutes and the device remained full. Additionally, the device had two unspecified occlusion errors. There was no report of patient injury or medical intervention associated with this event. No additional information is available.